Event description:
The manufacturer became aware of these events through a podium presentation by the physician during which they reported the removal and replacement of 5 iols due to the pt's complaints of glare/halos. Attempts to obtain additional information from the surgeon have been unsuccessful. The association between these events and the iols is not known. Product history records could not be reviewed because the reporter did not provide serial numbers, lot numbers or any identification traceable to the manufacturing records.